Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan results compared to readings from a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and was unable to self-treat. A non-healthcare professional subsequently provided unspecified treatment for the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.